Event description:
The customer reported that the 840 ventilator had a blank screen. There was no pt involvement. The customer reported to have replaced the graphical user interface pcb. Covidien loaded the software only and conducted the final testing.

Manufacturer narrative:
(B)(4).